Manufacturer narrative:
Follow-up #1: date of submission 09/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings:. The last basal delivery was on (B)(6) 2016. The last bolus delivery was a 1.0u bolus on (B)(6) 2016 at 08:29. The pump history shows the pump was manually suspended on (B)(6) 2016 at 18:33 and manually resumed at 19:07. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (db mgt inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) 25mmol/l with vomiting and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings are correct. The reporter stated that there was a change in medication. The patient's guardian was insistence and lost confidence. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.